Event description:
User experienced water leaking from the water pump of the analyzer. The user stated they were performing maintenance and the pump was never turned back on afterward. There was a hole burned in the pump and the water leaked onto the floor in the walkway. No one was hurt and no erroneous results were generated.

Manufacturer narrative:
The field service rep determined there was a fluids failure and replaced the extension water pump head on a follow up visit. He performed instrument checks, calibration and qc with acceptable results to verify the operation of the analyzer.